Manufacturer narrative:
The evaluation confirmed the reported issue of light not being bright enough and error code e103. Unit failed full inspection due to expired lamp, faulty scope socket and igniter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus light was not bright enough and device gave light source error (e103). There was no death or injury reported due to the event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 8010047-2022-06822 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty lamp ignitor could not be identified. Olympus will continue to monitor field performance for this device.